Event description:
The nurse reported obtaining back-to-back blood glucose results of 123 mg/dl on inform system 2 and 429 mg/dl on inform system 1. These results were obtained in the hospital. No patient injury was reported and no treatment was received based upon these results. Quality control testing was performed and in range on both systems. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product for this medwatch report is suspect device used in system 2. Reference medwatch report with a1 patient, which was reported for the suspect device used in system 1.